Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in the patient line of a homechoice cassette which resulted in leak. This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient was connected. Renal therapy services (rts) assisted with ending therapy and cassette removal. Rts advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.